Manufacturer narrative:
It was reported that the patient had pain and loosening of the lateral poly insert. A revision surgery was performed to exchange the poly inserts. Review of the device history record indicates the device was manufactured to specification.

Event description:
It was reported that the patient had pain and loosening of the lateral poly insert. A revision surgery was performed to exchange the poly inserts.

Manufacturer narrative:
It was reported that the patient had pain and loosening of the lateral poly insert. A revision surgery was performed to exchange the poly inserts. Review of the device history record indicates the device was manufactured to specification. Returned device evaluation: the retrieved inserts were returned for investigation. Measurements taken from the returned inserts were found to be within specifications. Visual examination of the profile surface and posterior interlock area of the lateral insert revealed damage. Visual examination of the lateral insert locking tab revealed minimal to no damage. There appear to be no signs of damage or deformation that would suggest the locking tab had failed to retain the insert within the tray. The locking tab geometry appeared to be intact and should have allowed for proper assembly to the tibial tray.

Event description:
Revision surgery is planned for pt with a total knee implant. Reason for revision is unk.

Manufacturer narrative:
Revision surgery is planned for pt with a total knee implant. Reason for revision is unk. Review of the device history record indicates that the device was manufactured to specification.